Event description:
The day of the index procedure, the patient had an ischemic stroke. The patient's symptoms included dysarthria and left hemiparesis. The patient's recovery is unknown. The patient was initially enrolled in the study in 2008 with a lesion at the ostium of the right internal cartoid artery. The lesion had 80% stenosis and was moderately tortuous and 25 mm in length. The vessel was 6.0 mm in diameter. The lesion was pre-dilated and a precise stent was implanted without any complications.

Manufacturer narrative:
This study patient underwent carotid stent implantation and during the index procedure, suffered an ischemic stroke. The patient is male with medical history including hyperlipidemia, coronary artery disease, an mi (myocardial infarction), and pci. The patient meets the high-risk criteria of post radiation treatment. At the time of the index procedure, the patient was symptomatic with the carotid artery stenosis. The target lesion was right internal carotid ostium described as moderately tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. The lesion was pre-dilated. One precise stent was implanted without report of difficulties. Post stent implantation, the patient exhibited left hemiparesis and dysarthria diagnosed as an ischemic stoke. Recovery is unknown. The patient was maintained on an asa and plavix medication regimen pre, during and post procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Five units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Process monitoring: no excursions were found for the device. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that procedural and vessel factors may have contributed to the reported event.